Event description:
The pt reported he has had 3 insulin infusion set tubing separate near the luer lock. He stated he changes his infusion set tubing "at least once a week." He stated he could not remember how many days the tubing had been in use before it separated. He stated his blood glucose readings were not affected as the inner tubing was not affected. He stated he would discover the tubing was "peeled back or stretched out" when he took out his infusion device to bolus. He said he discarded the infusion sets at issue. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod was available to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.